Event description:
Patient being transferred from one hospital ER to another. While connected transport monitor to patient, monitor reported "ECG comm error." Placed patient back on hospital monitor. Transport delayed while waiting for another monitor. Used another transport monitor for transfer; patient suffered cardiac arrest during transfer, pronounced dead at receiving hospital after resuscitation attempt.